Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging to have headache, high blood pressures, loss of sleep while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging to have headache, high blood pressures, loss of sleep while using this device. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer observed dirt/dust contamination inconsistent with degraded sound abatement throughout device enclosure and airpath, suggesting a source external to the device and also found evidence of contamination in the water ingress on the blower and the blower box enclosure.there was an evidence of sound abatement foam degradation. The device's downloaded logs were reviewed by the manufacturer and found 32 errors logged. The manufacturer concludes the contamination found was inconsistent. There was an evidence of sound abatement foam degradation found within the device. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously submitted MDR report with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health effect - impact code was updated.